Event description:
Complainant alleged that a nurse (age and gender unknown) rec'd an unintended delivery of energy while pacing a female pt (age unknown). The complainant indicated that the nurse touched an electrode (electrode brand and lot number unknown) that had come free of the pt and rec'd a pacing pulse. The complainant indicated that there was no adverse effect on the pt. There was no indication of any adverse effect of the nurse who rec'd the unintended delivery of energy.